Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified an extended opening, red particles, and crease fold. Weight measurement of the device identified device was underweight. A microanalysis was performed which identified a sharp crease opening on anterior. Based on the device analysis the final assessment was a sharp crease opening on anterior due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.